Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was loading using company cartridge and viscoelastic. When the surgeon was injecting the lens into the eye, he felt some resistance. Once the iol was in the patient's eye, surgeon noted that the lens had a crack. Surgeon removed the lens and replaced with another lens. Again resistance was felt and noted that the lens had a crack. Removed this lens and replaced with another lens it was stated that the reason for using the company cartridge was as it was noted on the packaging as the cartridge to use. Procedure was completed on the same day. This report is associated with multiple complaints. This file is 2 of 2. Additional information has been requested and received stating that there was no patient harm.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The used company cartridge was returned. Viscoelastic was observed in the cartridge. No damage was observed. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Qualified associated products were indicated. The root cause could not be determined for the reported resistance. No problem was found with the returned cartridge. No damage was observed. Top coat dye stain testing was conducted with acceptable results. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.